Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 300 mg/dl to 400 mg/dl. Customer's blood glucose at the time of the call was 355 mg/dl. The customer also indicated that a no delivery alarm was received. Troubleshooting found that the drive support cap was normal, but the customer declined most troubleshooting. Customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
No excessive no delivery or low reservoir alarms noted during testing. The pump was received with all operating currents within specification and passed functional testing including the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.